Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Left hip revision reported in 1818910-2021-03502, 1818910-2021-03501, 1818910-2021-03499, 1818910-2021-03500; right hip revision reported in 1818910-2021-03490, 1818910-2021-03489, 1818910-2021-03488. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr supplemental info and medical records were received. After a review of the medical record, the patient was revised to address failed right total hip arthroplasty with likely metal on metal hypersensitivity reaction and cavitary lesion of the right ilium. Operative note reported of scarring of the abductor musculature, alval beneath the head and femoral component, scratches on the femoral head and cavitary defect extended into the ilium there was also some notable necrotic tissue in and around the hip capsule. Doi: (B)(6) 2007, dor: (B)(6) 2011, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed. Corrected: h5.